Event description:
During an unknown procedure, the surgeon did not completely close the firing trigger, resulting in some staples not being completely formed. Another endocutter was used to complete the case. No pt consequence.